Event description:
A physician was using a nanocross pta balloon dilatation catheter and spider fx device for treatment of a 100mm calcified lesion with 89% stenosis in the proximal/mid region of the superficial femoral artery. The artery was 5mm in diameter with moderate tortuosity and severe calcification. The balloon was inflated using a medtronic inflation device. The nanocross and spider fx was prepped as per the IFU with no issues identified. It was reported a circumferential/radial burst occurred during the third inflation at 8atm. At this time the balloon detached from the balloon catheter. The physician attempted several techniques to remove the balloonmaterial and filter wire but was not successful. The physician pulled the embolized balloon material, along with the filter basket, back toward the contralateral common femoral access point, so that the surgeon could perform a surgical cutdown to remove the balloon material and spiderfx filter basket and wire. The patient was transferred to hospital for surgical cutdown to remove balloon material and filter basket. The device did not passthrough a previously deployed stent, no resistance was encountered, no excessive force was used. No further patient injury reported for this event

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that there were no issues reported with the spider fx device and it performed as intended. The issue was resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.